Manufacturer narrative:
Sc-3138-25 (sn: (B)(6)) the returned lead extension was analyzed and indicated the complaint of the impedance anomalies was confirmed. The proximal end connector was fractured where two cables were electrically open. The lead was most likely exposed to excessive mechanical force when it was inserted into the ipg port resulting in the fractured proximal array and damaged cables. Sc-3138-25 sn: (B)(6). The returned lead extension was analyzed and indicated that two cables were fractured close to the proximal array. The device failed the impedance measurement test. Sc-3138-25 sn: (B)(6). The returned lead extensions were analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients lead extensions had high impedances. The patient underwent an explant procedure and was reprogrammed. The patient was doing well postoperatively and the high impedances were cleared. The explanted devices will be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-extension, upn: (B)(4), model: sc-3138-25, serial: (B)(4), batch: 1091426 / 1102581 / 1103419.

Event description:
It was reported that the patients lead extensions had high impedances. The patient underwent an explant procedure and was reprogrammed. Th patient was doing well postoperatively and the high impedances were cleared. The explanted devices will be returned.